Event description:
It was reported that this pacemaker could not upload device data following remote monitoring disablement due to a single low loaded battery voltage measurement. Technical services (ts) was consulted and indicated that this device is at increased risk of safety mode and recommended device replacement. This pacemaker was subsequently explanted and returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.